Event description:
It was reported that during a routine follow up, r-wave undersensing and t-wave oversensing were observed. The device was reprogrammed. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.